Event description:
Boston scientific received information stating: the lead exhibited high thresholds. The lead will be replaced. Event date (B)(6) 2012 implant date- not stated. Dr. (B)(6) of (B)(6).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).